Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had passed away. It was stated that the customer was not attached to his insulin pump at time of death. It was also stated that the customer had went a day and a half without insulin, and had been vomiting, with extremely high blood glucose levels. Subsequently, the customer fell asleep and did not wake up. The doctors reported that the customer had healthy organs. Nothing further was reported.